Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The 85% stenosed target lesion was located in a non-tortuous and moderately calcified vessel. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. The physician initially used the intravascular ultrasound (ivus) catheter to image before stent deployment, and after placing the stent, they attempted a follow up ivus run to assess for edge dissection, check stent expansion, and ensure they were in less than 50% plaque burden. During the procedure, the device became wrapped around two unknown guidewires, became stuck, and damaged the newly placed stent. The catheter could not be disengaged from the wires, and the physician was forced to remove the entire guide catheter. The procedure was then completed using an alternative method. The patient was admitted beyond standard care, but was later discharged and is expected to fully recover.